Event description:
During aortogram and left lower extremity angiogram, upon removal of 4-french glidecath, it was observed that only a portion of the catheter came out and a segment was seen on imaging over the wire within the left external iliac artery. During the same procedure, a 8 french ansel sheath was telescoped over a 4 x 4 mm balloon into the left common iliac artery and a 5 envoy guide catheter with a 15 gooseneck was used to snare the remaining portion of the glide catheter and the wire from the left common iliac artery intact.